Event description:
A series of three tsh samples first resulted low and then repeated higher. All results are reported in uiu/ml. Sample 1 original result was 0.06; repeated 2008 gave result of 6.77. One week later, sample 2 original result was 0.06; repeated 3 days later gave result of 1.47. In the same day, sample 3 original result was 0.06; in the same day gave result of 1.53. Due to the site's tsh repeat protocol, no falsely low results were reported outside the laboratory. The field service representative identified an s/r probe malfunction. He noted a major s/r misalignment at many positions, the clot detector was not working, which was replaced, and loose tube fitting in the sr line. In addition, the syringe seals have been replaced and s/r probes have been reconfigured.